Event description:
It was reported that during a total gastrectomy procedure, the device was used for anastomosis at the esophagus and the jejunum at the first firing. The firing handle was hard and the doctor could not confirm whether the washer was cut even though he grasped the handle strongly. The handle was grasped for 40 seconds and released. The washer was uncut and the staples were malformed. Another device was used at the esophagus side to do the anastomosis again. There were no adverse consequences for the patient. After the operation, when the anvil was set into the instrument and the firing handle was grasped, the washer was cut properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.